Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. The reported complaint was confirmed through the events log but not duplicated during functional check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator exeprienced transducer fault on start up. At this time, there is no information regarding patient involvement associated with the reported event.